Event description:
It was reported that the procedure was cancelled. A rotalink advancer was selected for use. Prior to procedure, physician informed that advancer was leaking. When speed was tested console showed stall and procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2024 as no event date was reported. E1 - initial reporter address 1: (B)(6).